Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested by abdominal pain. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. The cause of the event was not reported. It was reported the patient presented to the emergency room with abdominal pain and was admitted for the hernia event. Three days prior to receipt of this report, pd therapy was discontinued. On an unreported date the pd catheter was removed to get a surgery for hernia. At the time of this report the patient outcome of this hernia event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.